Event description:
Pt called lfs and alleged that their meter was reading inaccurately high. The pt obtained a result of 217 mg/dl. The pt then retested on another meter and the result was 114 mg/dl. Meter to other meter is an invalid comparison. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strips and cleaning the puncture site were both done correctly. The pt performed two control solutions tests, both failed. Based on the information provided, the meter did malfunction, however, the pt did not suffer from a serious injury. The meter and testing supplies are being replaced.